Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive down arrow button during a bolus attempt. She stated that the device had been exposed to moisture. She dropped the insulin pump, and it cracked on its side at the upper left hand corner near the battery icon. She reconnected to the device, but the next day when her niece went into the pool, she ran into the pool after her and the insulin pump got condensation in it. She left the device to dry, and the condensation went away. Her blood glucose was over 300 mg/dl. She also reported experiencing another issue during which she had high blood glucose of 503 mg/dl. She declined to troubleshoot for the high blood glucose. She also found a bent infusion set cannula, and her blood glucose was 246 mg/dl at the time. She had already changed the infusion set. She was advised to discontinue use of the device, revert to a back-up plan, and replace the insulin pump. She agreed to return the device for analysis.

Manufacturer narrative:
All buttons functioned properly. No damage was found on the keypad assembly, and no unlocked lcd keypad connector was noted during visual inspection. No moisture damage was found on the electronics, motor, battery tube, vibrator or keypad assembly. The pump also had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a cracked lcd window, a scratched reservoir tube window, and a broken belt clip slot.